Manufacturer narrative:
Correction to the initial MDR. Field should have been: date of event: (B)(6) 2017 additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patients ipg was non-functional and was experiencing inadequate stimulation. High impedance were noted. X-ray revealed that the lead and generator were in a good position with no fractures of the lead noted or disconnection from generator. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician put the lead back in the ipg and tightened it. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional and was experiencing inadequate stimulation. High impedance were noted. X-ray revealed that the lead and generator were in a good position with no fractures of the lead noted or disconnection from generator. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patients ipg was non-functional and was experiencing inadequate stimulation. High impedance were noted. X-ray revealed that the lead and generator were in a good position with no fractures of the lead noted or disconnection from generator. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.